Manufacturer narrative:
Additional information (06-dec-2023): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the available instrument data files and the information provided by the customer. Quality control (qc) recovered within customer's acceptable ranges and no issues were reported with other patient samples. A new sample drawn from the same patient produced an acceptable result when processed, indicating a sample integrity issue with the initial sample. Hsc concluded the cause of the event is consistent with a sample integrity issue. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2432235-2023-00318 was filed on 07-dec-2023.

Event description:
A discordant falsely elevated cardiac troponin I (tni) patient result was obtained on a dimension® exl¿ with lm integrated chemistry system. The falsely elevated result was reported to the physician, and the result was questioned. Additionally, a new sample was drawn from the same patient and processed on the same dimension exl with lm system. Lower results were obtained and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the reported issue.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated cardiac troponin I (tni) patient result obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.